Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. For example, the patient reported the following discrepancies: cgm reading at 56 mg/dl and blood glucose meter reading at 104/108 mg/dl, cgm at reading 88 mg/dl and blood glucose meter reading at 160 mg/dl. The patient reported no use of acetaminophen at the time.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.